Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failiure (event) observed during analysis. Analysis found a cracked telemetry substrate. No other anomaly was detected. The device was not implanted.